Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Cable connections, cables and modem were evaluated as well, without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device automatically powered off during the morning check. There was no patient use associated with the reported event.